Manufacturer narrative:
Additional information: g3, h3, h6 correction: d8, h5, h8. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Operation check and comparison of the values with other devices were conducted, but there was no duplicability in the symptom, and it could not be observed. It was reported that the monitor had a low measured values when tested in a healthy subject. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the main board and the spo2 pcb were defective, and battery deterioration was observed. The most likely cause for these additional conditions were traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor had a low measured values when tested in a healthy subject. The skin tone was medium, non-smoker, and there was no dye. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.